Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm. Customer also mentioned that they had high blood glucose readings of 565 mg/dl and has treated with insulin pens. Customer declined troubleshooting. It was noted that the insulin flow blocked alarm was resolved by a complete set change. Customer's blood glucose reading at the time of the call was noted to be 467 mg/dl. Device is being returned for analysis.